Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by the end user's daughter, who stated that the end user stepped around the rollator and cut her leg on the wheel lock. The end user sustained a laceration and subsequently received six stitches. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.